Event description:
The customer stated that an elevated architect afp result of 1472 ng/ml was generated. The sample was repeated and generated results of 3.26 and 3.14 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Troubleshooting was performed which included inspection of the architect i2000sr analyzer sn (B)(4), multiple troubleshooting steps, and review of the logs for the previous incidents of elevated afp results. Multiple parts were replaced and adjusted on (B)(4); however no single definitive cause for the elevated afp results could be determined through either the instrument or the reagent investigation. A review of the masterlot release data for architect afp reagent 3p36-30 lot 24323lf00 was performed and two instrument no-tests were identified. These no-tests are not related to the issues observed by the customer. A review of gqms was performed for architect afp reagent 3p36-30 lot 24323lf00 and no issues were identified. Reagent testing demonstrated that architect afp reagent 3p36-30 lot 24323lf00 is performing acceptably. Customer complaint data was reviewed for the architect i2000sr instrument as well as the architect afp reagent and no similar issues related to elevated afp results were identified. The architect system operations manual and the architect afp reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction/deficiency.